Event description:
It was reported that a log file was submitted for evaluation concerning pump stop events. The patient heard a continuous alarm sound at home. The patient was asymptomatic and visited the hospital the next day. A pump stop was recorded on the system monitor. A review of the log files found pump stops and low speed advisories on (B)(6) 2021. Speed drops were as low as 0 rpms. This may be linked to a potential issue with the percutaneous lead, although no visual damage was confirmed. The issues appeared to only be occurring while the patient was connected to the power module. On (B)(6) 2021, the patient had their heartmate ii left ventricular assist system (lvas) exchanged to a heartmate 3 lvas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed compromised wires that would have resulted in the reported pump stops on power module power. (B)(6) was returned with the driveline severed approximately 0.5¿ from the pump housing. A distal portion of driveline was returned severed approximately 37¿ from the metal controller connector. The inflow conduit (inlet extension, flex section, and inlet elbow) was returned detached from the inlet port. The sealed outflow graft and bend relief were returned detached. The outlet elbow was returned attached to the outlet port. Visual inspection of the blood-contacting surfaces revealed no evidence of deposition or thrombus formation. (B)(6) was returned with the driveline severed approximately 0.5¿ from the pump housing. A distal portion of driveline was returned severed approximately 37¿ from the metal controller connector. Visual inspection of the silicone outer jacket was unremarkable. An electrical continuity test of the returned portions of driveline was conducted and revealed that the wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing even with manipulation of the driveline. The silicone sleeve was removed and revealed the bionate layer, which was unremarkable. The bionate was removed and revealed a large area of shield breakdown adjacent to the metal controller connector. The shielding was removed. Visual and microscopic inspection of the underlying wires revealed insulation breaches to the red and orange wires exposing the underlying conductors approximately 33¿ from the metal controller connector. The damage appeared to be due to repetitive flexing and abrasion against the metal braided shield. Visual and microscopic inspection of the remaining wires on the distal driveline and pump end were unremarkable. Excluding the red and orange wires on the distal driveline, the driveline was submerged in a saline bath for high potential (hipot) testing of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The three submitted log files contained overlapping data spanning from day 728, hour 18 and minute 25 to day 736, hour 16 and minute 28 per timestamp. The pump fixed speed was set at 9600 revolutions per minute (rpm) with a low-speed limit (lsl) of 9200 rpm for the duration of the captured data. On day 732 there were 20 motor stopped events while the patient was supported by power module (pm) power. These events were accompanied by low-speed hazard, low speed advisory, and low flow hazards. Following the pump stop events the patient was connected to battery power. Of note, during the pump stop events, the rosc voltage levels for the black and white cables was below the expected voltage levels. The voltage levels recovered following these events. A phase-to-phase or short to shield electrical short has the potential to cause fluctuations in rsoc voltage seen in the submitted log file. Excluding the pump stop events, the pump speed was at or above the lsl. The only other captured events were due to pi events and power cable disconnects. The severed red and yellow wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28mar2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6)2022 the patient was still hospitalized.